Event description:
It was reported to vyaire medical the ave standard ventilator was constantly high and the low fio2 alarms. No patient involvement.

Manufacturer narrative:
H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. "D4. UDI # - device was manufactured in 2012 and was not subject to UDI requirements". Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.